Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation did not confirm the allegation of unresponsive keypad. However, product analysis did reveal the up/down/ok key contacts were misaligned. Therefore this complaint is being reported. Evaluation also determined the battery compartment was cracked, however this complaint is being reported due to the keypad contacts issue.